Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. It was reported that there are cavities in tibia, talus and calc and fracture present in the tibia.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. It was reported that there are cavities in tibia, talus and calc and fracture present in the tibia.

Manufacturer narrative:
Correction to d9(product available to stryker) and h8(usage of device). The reported event can be confirmed since images of CT scans show the presence of a tibial fracture and loosening of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the described fracture at the anterolateral aspect of the tibia adjacent to the tibial component is clearly visible, there is also some callus formation visible, indicating a fracture existing a little longer. The component looks also a little lateralized and therefore a loosening can be presumed. The overall bone status seems poor with the described cavities and there is also preexisting joint arthrodesis present (tn and tc-joint) indicating a situation in which several additional problems in the foot are present, but without more detailed knowledge of the clinical situation, this remains speculation. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.